Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had not used the ilet for several months, restarted therapy with a full supply change and dexcom g6 setup, and experienced hyperglycemia while the cgm completed warmup and the ilet was not dosing. Symptoms included elevated blood glucose up to 392 mg/dl without acute complications. Outcomes included self-management without medical intervention, no alerts from the ilet because cgm was not yet connected, and subsequent glucose improvement once the cgm paired and dosing resumed. Investigation included customer care troubleshooting and education regarding sensor warmup, device proximity during pairing, disconnection guidance, and safe transition from backup therapy. Investigation of this case revealed no device malfunction or alarm failure, with hyperglycemia occurring during a known non-dosing interval prior to cgm connection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.